Event description:
It was reported that the cartridge was damaged at the t: lock connector, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support (tts), it was found that the cartridge was damaged at cartridge pigtail. Customer loaded a new cartridge in an attempt to address the issue, but declined further follow up from tts to confirm if the issue was resolved following the cartridge change. There was no adverse impact to the customer's blood glucose level.